Manufacturer narrative:
(B)(4). Batch number: p57c9e. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr60b cartridge reload was received partially fired 1/16 and loaded in the device. In addition another ecr60d cartridge was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the staples malformed after firing & could not return blade. During the endoscopic left lateral lobectomy of liver, after fired with ecr60d, found the staples malformed. Fired with ecr60b, after fired, could not return the blade, used manual override lever, the tissue was with good cut line and staple line. Another device was used to complete the surgery. There were no adverse consequences to the patient.